Event description:
It was reported that the patient had a ventricular fibrillation that was well detected by the device. Afterwards, the device exhibited an alert regarding "possible output circuit damage" and no therapy was delivered. The patient expired.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output transistors were found to be damaged. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can.

Manufacturer narrative:
(B)(4).